Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during an unspecified procedure, the wire and pin pac a left rests of metal in the patient. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not received, however 5 devices from the same lot number returned for evaluation. A visual inspection of the returned devices found that they are in their original unopened packaging. 3 packages were opened and evaluated. All devices are intact with no discoloration and were able to be removed from their protective sheaths with no debris from the protective covers on the devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. Internal complaint reference: (B)(4).